Event description:
Reportable based on device analysis completed on 05dec2022. It was reported that crossing difficulties and shaft kink were encountered. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified iliac artery. A 10x60x120 epic vascular stent was advanced for treatment. However, during the procedure, it failed to cross the lesion and a shaft kinked was noticed post procedure. The procedure was completed with a 10x40x120 epic stent. No patient complications were reported and the patient was fine. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Device evaluated by MFR: epic vascular 10x60x120 was received for analysis. The device was received with the stent fully constrained in the correct position on the delivery system. The stent was kinked at more than one location on the delivery system. This type of damage is consistent with excessive force being applied to the device. A visual examination identified no issues with the tip of the device. A visual and tactile examination found shaft of the device to be kinked at the same location where the mounted stent is kinked on the delivery system. This type of damage is consistent with excessive force being applied to the device.